Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.00/1.5/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault and significant reduction of irido-corneal angels. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned with moisture in a micro-centrifuge vial. Visual inspection found that the haptic was torn. Claim# (B)(4).